Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the the device was screen was in blue screen. A technical support specialist rebooted the device, and the station then shut down automatically. The technical support specialist advised the customer to power on the station manually. The station booted up successfully, and the customer was able to log in to the medapp without any issues. The system functioned as intended after the technical support specialist resolved the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower application was not launching automatically, and the station was in blue screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.